Event description:
The pt received an scs system on (B)(6) 2009. It was reported on (B)(6) 2011 that the pt had her stimulation off. When she tried to turn it back on with the pt programmer (pp), it would not communicate. She then tried to charge it but the charger would not communicate either. Additional attempts to communicate with the representative's programmer and charger were unsuccessful. F/u indicated that on (B)(6) 2011, the pt's ipg was explanted and replaced. Stimulation was captured post-operative.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.